Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to instability. Date of implant: on (B)(6) 2017. Date of revision: on (B)(6) 2023 (left knee). Treatment: femoral component and insert were revised.

Event description:
Additional information was received and stated the following: on (B)(6)2017, the patient had a revision left total knee, to address failed fixation and malalignment, pain and decreased function. The patient then developed signs of symptoms of femoral loosening. Infection work-up was negative for infection. The femoral component was loose at the cement-bone interface and was in significant varus and internal rotation. The tibial stem and base plate, femoral stem, and insert were removed. Depuy components were implanted during this procedure. (There was no mention of what manufacturers products were removed) on (B)(6)2023 the patient had a revision, left total knee, to address instability. Depuy components were implanted during this procedure. The indications for surgery including clunking sensation that progressively became painful. The patient had well-ingrown femoral and tibial metaphyseal sleeves. The condylar portion of his tc3 femoral component was removed and replaced with srom hinge. The tc3 mobile bearing was revised. On (B)(6)2023 medical records note the patient had a small area of wound dehiscence around the distal end of where the wound vac had been placed during the (B)(6)2023 surgery. Two stitches were added to the skin.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.